Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump fell into the pool and there is fluid in the display and is not working. Customer's blood glucose was unknown at the time of incident. Customer was advised return the product for analysis. No further information was given.

Manufacturer narrative:
The pump was received with a frozen display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Also, the pump was received with moisture damage on the motor, battery tube and vibrator assembly. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.